Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device was retained by hospital.

Manufacturer narrative:
Evaluation summary: the lag screw was not returned to stryker (B)(4) as the ¿patient retained hardware¿ according to information received. Thus, a physical examination was not possible. Likewise, the reported event could not be confirmed. The investigation report is based on available information, only. Failures in material or manufacturing of the reported lag screw were not found. Referring to the image received it cannot be excluded that in this case the lag screw had been chosen too long, which is supported by the statement of the surgeon during 4th follow up on apr 23th, 2013: ¿if we can find a screw short enough to just replace this I would recommend us to.¿ however, in absence of the subject product and based on the information given the root cause of the reported event could not be determined. No non-conformity was identified.

Event description:
Revised trauma case with gamma large screw due to painful hardware.

Event description:
Revised trauma case with gamma large screw due to painful hardware.